Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified lower readings with the sensor when compared to a reading of 156 mg/dl obtained on a competitor meter. The customer experienced symptoms described as chest-pains, dizzy, sweaty, and shaky, and was unable to self-treat. The customer had contact with a healthcare professional and insulin (dose/type unknown) was administered for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified lower readings with the sensor when compared to a reading of 156 mg/dl obtained on a competitor meter. The customer experienced symptoms described as chest-pains, dizzy, sweaty, and shaky, and was unable to self-treat. The customer had contact with a healthcare professional and insulin (dose/type unknown) was administered for treatment. There was no report of death or permanent injury associated with this event.